Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a critical pump error. The customer¿s blood glucose level unknown. The customer states that pump won't start. Troubleshooting was not performed for critical pump error. The insulin pump will be returned for analysis

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded motor home switch.